Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent micro-switch was replaced to resolve the reported issue.

Manufacturer narrative:
No report of patient involvement. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.